Manufacturer narrative:
Analysis of the lead (lot number: valhcr4) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the lead was found to be bent during implant procedure. As a result the lead was replaced, with the surgery completed and the issue resolved. The cause of the issue was unknown. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.